Manufacturer narrative:
Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, with the information provided, the exact cause of the aortic valve stenosis cannot be confirmed. At this time, prosthetic valve thrombosis was suspected and treated but also not confirmed. It is possible that progression of the pre-existing disease process may have contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported through our (B)(4) affiliate, one year and nine months post implantation of a 23mm sapien 3 valve, increased gradients (mean 45mmhg) and (max 77mmhg) with an aortic valve area of 0.58cm2 were noted. There was no significant regurgitation noted on echo. Anticoagulation therapy was initiated to understand if the stenosis is caused by a thrombus. The patient has symptoms of overload/pulmonary edema.